Event description:
It was reported that during a ptca/stent procedure, as the stent delivery system (sds) was being pulled back from the lesion, it was noted that the stent separated from the sds. A balloon catheter was used to successfully advance the stent and deploy it in the proximal right coronary artery. Two stents from another co were placed in the lesion. Reportedly, the pt was doing well after the procedure.